Manufacturer narrative:
(B)(4). This is report 3 of 4 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h10i14083 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer and nurse reported the following information. On (B)(6) 2011, the patient was diagnosed and hospitalized for peritonitis. The cause of the peritonitis was unknown. It was not reported if treatment was provided. On an unreported date, dianeal therapy was withdrawn. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date in (B)(6) 2011, the patient recovered from the peritonitis. Per the nurse, the peritonitis with culture positive for (B)(6) was unrelated to dianeal therapy.